Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump ran one day behind than the actual date. Customer was unsure on how the date became incorrect. Customer reported blood glucose level was not impacted by the issue. Customer corrected the date on the pump.